Event description:
The pt experienced a change in therapy effect/return of pt symptoms. The pt experienced paresthesias in her legs and temporary fecal incontinence. An MRI was done in early august and showed a "tiny enhancement" at the tip of the catheter. The catheter tip was located at the t8/t9 level. Another MRI was planned for early september. The pump was used to deliver dilaudid and bupivacaine. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
Catheter.